Event description:
It was reported that a (B)(6) male patient with a syndesmosis injury underwent an orif on an unknown date. Included in the surgeon's plan was a removal of the two screws on (B)(6) 2012. During the removal of the screws, one of the tips of the screws broke off and it is unknown if the broken tip was retrieved or not. The two explanted screws, excluding the broken tip, are available for return.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The threads on the damaged screw are flattened therefore could not be checked. Also on the same screw, the tip is damaged therefore the flutes could not be checked. Since no issues were found during dimensional analysis on features that could be inspected and no lot number was provided this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device was used for treatment, not diagnosis.the manufacturing evaluation states that one of the returned screws is in good condition and there is no obvious damage.

Event description:
When removing the screw, pieces of metal retained.

Manufacturer narrative:
Device was used for treatment or diagnosis.additional narrative:synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.this report is for quantity: 2 of 4.5mm cannulated screw partially threaded/ 46/mm.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
(B)(4)